Event description:
The advocate stated the customer was receiving higher blood glucose readings from his contour meter. The customer also performed comparison tests using another meter. The advocate stated the customer rec'd readings of 313, 131, 148, 185 and 150 mg/dl. It was not clear which readings came from which meter. The difference between the high reading of 313 mg/dl and readings of 131, 148 and 150 mg/dl falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate decided to end the call. Attempts to contact the customer after the initial call were not successful. No product will be returned.